Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error or displacement anomalies were noted. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated. The threshold suspend feature was programmed at 60 mg/dl; the insulin pump suspended when value of sensor was below suspend threshold and delivery was stop. The insulin pump was monitored for 2 hours and there was no unexpected restart of insulin pump delivery noted. The insulin pump sensor and threshold suspend features working properly. The insulin pump recorded properly all bolus and sensor values generated during our testing. No history anomalies were noted. The insulin pump had cracked case at the display window corners, display window, cracked reservoir tube window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 30 mg/dl and the insulin pump did not go into threshold suspend. The sensor was reading inaccurately. The sensor readings at the time ranged from 117 mg/dl to 202 mg/dl. The customer reported that the insulin pump was manually suspended but came back on. The customer was treated with glucagon. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. The insulin pump had been worn near an MRI. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.